Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 8 mmol/l and the sensor glucose level was 2.8 mmol/l. The difference between sensor glucose level and the blood glucose value was unavailable. Delivery was suspended due to sensor glucose value. Sensor glucose value that triggered the suspend event was not unknown. The low suspend limit in sensor was 3.9. The sensor will not be returned for analysis.